Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 32 unopened and 8 open racepacks. There are no previous complaints of this code/batch. There are no units in OEM stock. Eight empty packs (without thread inside) were received. Of remaining packs, several had detached needles with some of them having a piece of thread attached to the needle. The needle attachment of the closed samples received was tested and only one of the samples had a needle attachment result lower than OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment during surgery.